Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was cut during device changeout. Moreover, the ra lead exhibited high pacing threshold and impedance. This ra lead was explanted.no additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was cut during device changeout. Moreover, the ra lead exhibited high pacing threshold and impedance. This ra lead was explanted. No additional adverse patient effects were reported.